Event description:
It was reported that the wrong product was implanted into a patient. The patient accidentally received cementless implants intraoperatively. There is no additional information available.

Manufacturer narrative:
(B)(4). D10-medical product: cruciate retaining left size 11 pps standard femur item# 42508607001 lot# 65614548. 0â° spiked keel left size g osseoti tibia item# 42535007901 lot# 66640193. All poly patella cemented 38 mm diameter item# 42540000038 lot# 66611795. Palacos rg 1x40 single item# 00111314001 lot# 68911257. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There was no allegation against the articular surface as the allegations are only against cementless components that were implanted. Please void previous report regarding the articular surface.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There was no allegation against the articular surface as the allegations are only against cementless components that were implanted. Please void previous report regarding the articular surface.